Event description:
An aus device was implanted on 3/13/95. The balloon was revised on 5/22/95. The cuff was revised on 8/10/95 and 8/22/96. The entire device was removed from the pt on 12/13/96 due to erosion-urethra and infecton-pump and cuff.